Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found related to the nature of the complaint. The device was not available for return.

Event description:
It was reported to nevro that during the trial, a patient was implanted with a trial lead extension from the hospital¿s inventory. Following the procedure, nevro found that the lead extension was past its expiration date and immediately notified the hospital staff. The implanting physician decided to leave the lead extension in until the permanent implant and closely monitored the patient. The trial ended successfully and without complications. The patient planned to move forward with a permanent implant in the future. Two days after the end of trial, the patient presented with an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was removed, and the patient recovered without sequalae.